Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. However, the insulin pump was received with no vibration due to a broken vibrator wire. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has stopped vibrating. Customer stated that she noticed it about a month ago. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump.